Manufacturer narrative:
(B)(4). The reported condition of backflow could not be confirmed because samples were not available. A root cause also could not be identified due to sample unavailability. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and this lot was determined to be within manufacturing specifications. If samples or additional information become available, the complaint will be re-opened and the additional information will be added to the complaint file. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011 the tubing of the anesthesia extension set is perforated. Patient injury and medical intervention were not reported for this event. A patient was not involved. No additional information is available.